Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the pump being too short. During the procedure the existing preconnected device was removed and replaced with a new one. No information was provided about the patient's outcome.